Event description:
Protracted chest pain due to enteryx injection into the les resulting in hospitalization. The exteryx injection was done at medical center gi endoscopy department in early october 2003.